Event description:
The patient reported he was hospitalized for diabetes readjustment from (B)(6) 2010-(B)(6)2010. He experienced low blood glucose of 44 mg/dl during the nights of (B)(6) 2010 and (B)(6)2010. He believes the infusion device delivers too much insulin. He was able to treat low blood glucose himself. No further information is available. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.